Event description:
Boston scientific received information that during a routine device upgrade procedure, the sensing decreased on the right ventricular (rv) lead. After the sensitivity was reprogrammed, ventricular fibrillation (vf) could not be detected. As a result, a new pace/sense lead was implanted. When a 21j shock was delivered, the vr was not eliminated. Additionally, an error message appeared stating the device battery was depleted. A second device (p143/104368) with the same rv lead was implanted and the error message persisted. The chronic rv lead was surgically abandoned. A third device was implanted with a new rv lead and the device and lead both operated appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.